Event description:
It was reported that the surgeon used a fluted pin (3.2 × 150 mm) during robotic-assisted tka surgery. During the procedure, the surgeon attempted to remove the pin from a male patient with excellent bone quality, but the pin tip fractured and remained in the patient's body. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). G2: foreign - japan. The product has been requested; however, availability has not yet been confirmed. Once the investigation has been completed, a supplemental MDR will be submitted.